Manufacturer narrative:
(B)(4).

Event description:
Upon six month follow up, glare and dryness are continuing. Artificial tears and cyclosporine ophthalmic emulsion are to be used topically.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed and all laser system functions were within specifications on this day. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Event description:
An optometrist reported a patient has glare and dryness in the right eye six months post lasik treatment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, reporter informed that glare and dryness have resolved.